Event description:
The allegiance brand identification wristbands set for mother, father, and infant do not match. The printed ID numbers should all match on each band, however, it was discovered that all numbers are out of sequence and do not match. This error has serious ramifications as it poses the threat of mother and infant being mismatched. Existing policies on band wrist ids have been reinforced and our entire healthcare system has been placed on alert. At this time appropriate replacement vendors are being considered.